Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro wand failed. Simply the handpiece failed, in that it short-circuited while in the leg. There was a definite electrical burn smell and when the wand was removed the contacts near the jaws were black. Initially, they thought the device was fine but the box started beeping erratically. They thought the cord was bad so changed it. Then the box was changed. Finally, the wand was changed and the case was completed. No patient injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/10/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply (B)(6) at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4) rev w. The resistance value was measured at (B)(4) which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000271256 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.